Event description:
Boston scientific received information that a yellow alert was detected for this right atrial lead as it exhibited high out of range pacing lead impedance. The ra lead never paced in the atrium. Isometrics, pocket manipulation and bear down were performed but could not re-create noise. Atrial sensing was increased to 1.5 and output to 3 volts so that if noise would occur, the lead will not over-sense. The physician planned to continue to observe the patient and will change the patient's remote monitoring system strial arrhythmia burden to 0 to detect noise. An x-ray was also planned. Additional information indicated that the cause of the oor pacing impedance was not determined and x-ray was not taken yet. Furthermore, noise was not observed in any electrogram. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2018 - we were notified that this lead was explanted. Oversensing and high impedances of greater than 2000 ohms were observed.